Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited noise over-sensing. The noise was reproducible with isometric testing. The lead was reprogrammed and the over-sensing issue was resolved. The patient was in stable condition. No symptoms were reported.